Event description:
It was reported that after the iab was inserted and connected to the pump, high pressure alarms were experienced and the pump stopped pumping. Therefore, it was decided to remove the iab. A second iab was inserted and there were no further complications.